Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined. Rationale: CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ needle would not retract. The following information was provided by the initial reporter: it was reported by the health professional the needle did not retract during the procedure.

Event description:
It was reported that syringe integra 3ml w/ndl 22x1-1/2 rb would not retract. The following information was provided by the initial reporter: it was reported by the health professional the needle did not retract during the procedure.

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that syringe integra 3ml w/ndl 22x1-1/2 rb would not retract. The following information was provided by the initial reporter: it was reported by the health professional the needle did not retract during the procedure. D.1. Medical device brand name: syringe integra 3ml w/ndl 22x1-1/2 rb. D.2. Medical device type: meg. D.2. Common device name: piston syringe. D.3. Medical device manufacturer: becton dickinson medical systems (canaan). D.4. Medical device catalog #: 305272. D.4. Unique identifier (UDI) #: (B)(4). D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/13/2021. G.1. Manufacturing location: becton dickinson medical systems (canaan). G.4. PMA / 510(k)#: k011103. H.6. Investigation: one 3ml integra syringe (p/n 305272) was received. The sample was visually evaluated. The syringe appeared to have been activated. No visible defects with the needle or plunger rods were present. Additionally, the cutter that works to activate the syringe in conjunction with the plunger rod did not appear to be dull. Sealed samples from the complaint batch are required for a more in-depth evaluation and activation force testing. Since the sample received did not display the reported condition were received and the batch number is unknown a potential root cause could not be defined and corrective actions are not necessary. DHR could not be performed due to unknown lot#. H3 other text : see h.10.